Manufacturer narrative:
Pending information on product batch number to perform a batch review.

Event description:
On (B)(6) 2024, the practitioner performed an external derivation of cerebrospinal fluid ventricular or subdural fluid by transcranial approach/route. In doing so, he performs a subcutaneous tunneling with the external csf drainage system eds 3¿ codman® csf external drainage system with ventricular catheter (integra lifesciences) part no. (B)(6) and batch no. (B)(6) and attach it to the skin at various to the skin. On (B)(6) 2024, an intracranial parenchymal sensor, reference pso-pt lot number (B)(6) is implanted. During a surgery, it was replaced by the same device same device, reference (B)(4) and lot number (B)(6). On (B)(6) 2025, when the sensor (pso-pt and lot number (B)(6)) was removed, the practitioner noticed a sensation of resistance. When he checked the integrity of the explanted device, he noticed that the sensor (distal metal tip of the pressio catheter) is missing from the end of the fiber.

Manufacturer narrative:
CAPA 2024-03 was opened for capsule detachment on parenchymal icp catheters. Two root causes were identified: inadequate capsule cleaning prior to bonding and an unsuitable inner capsule surface for adhesive bonding. Corrective actions include improvements to the cleaning process, modification of the capsule inner surface, and reinforced in-process controls with updated follow-up criteria. First follow up attempt was sent on 04/04/2025 with additional information on product investigation.

Event description:
On (B)(6) 2024, the practitioner performed an external derivation of cerebrospinal fluid ventricular or subdural fluid by transcranial approach/route. In doing so, he performs a subcutaneous tunneling with the external csf drainage system eds 3¿ codman® csf external drainage system with ventricular catheter (integra lifesciences) part no. 821730c and batch no. 7449186 and attach it to the skin at various to the skin. On (B)(6) 2024, an intracranial parenchymal sensor, reference pso-pt lot number 23c42451 is implanted. During a surgery, it was replaced by the same device same device, reference pso-pt and lot number 23c42440. On (B)(6) 2025, when the sensor (pso-pt and lot number 23c42440) was removed, the practitioner noticed a sensation of resistance. When he checked the integrity of the explanted device, he noticed that the sensor (distal metal tip of the pressio catheter) is missing from the end of the fiber.